Manufacturer narrative:
The cause of the discordant patient results for enzyme creatinine_2 (ecr_2) on the advia chemistry 1800 is unknown. Siemens is investigating the issue.

Event description:
Multiple discordant, enzymatic creatinine (ecre_2) results were obtained on several patient samples when using reagent lots 49091 and 49092 on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument . The repeated results obtained were reported to the physician(s). It is unknown if the samples were repeated using the same or different reagent lot. There are no known reports of patient intervention or adverse health consequences due to the discordant, ecre_2 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00179 was filed on march 10, 2017. Additional information (02/03/2017): a siemens field service engineer (fse) visited the customer site. On 02/03/2017, the field service engineer changed the worn, drying dilution tray turntable (dtt) hose, performed probe wash 3 (pw3) maintenance on reaction cuvette washer (wud) and the dilution cuvette washer (dwud). The instrument was performing within manufacturing specifications when handed back to the customer. No further evaluation of the device is required. The cause of the discordant enzyme creatinine_2 (ecr2) results on the patient samples is unknown.

Manufacturer narrative:
The initial MDR 2432235-2017-00179 was filed on march 10, 2017. Follow up MDR 2432235-2017-00179_s1 was filed on aril 19, 2017. Corrected information (5/4/2017): the headquarters support center (hsc) support task evaluation as part of the investigation process performed by hsc and fse was reviewed and clarified. Fse service report dated 2/3/2017 which documents the troubleshooting recommended by the regional support center (rsc) was performed to address ecrea_2 repeatability issues at the customer site and the actions were not performed specific to this event. The cause of the discordant ecrea_2 results on the patient sample is unknown.